Event description:
A malfunction alarm related to altitude was reported with the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Reportedly, customer reverted to manual injections for insulin therapy.